Event description:
Additional information was received which indicated the rv lead was surgically abandoned. The lead was not tested via a pacing system analyzer during the procedure. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in pace impedances on the right ventricular (rv) lead. The impedances were as low as 350 ohms and as high as 1750 ohms. The patient is dependent. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this device was later explanted and returned 2 years later with no additional information linking the explant to the previous reported clinical observations. No adverse patient effects were reported.